Event description:
It was reported the patient ((B)(6)) is experiencing ineffective stimulation. Lead diagnostic testing revealed no anomalies. In turn, the physician's next course of action is to undertake surgical intervention to explant and replace the ipg to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed surgical intervention was undertaken to explant and replace the patient's ipg which resolved the issue. Effective stimulation was reported post-operative.

Manufacturer narrative:
(B)(4). Correction/removal reporting numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in a field advisory. This device is not approved for sale in the u.s. The procode was added to the report for submission purposes only. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.